Event description:
New information received notes that the physician elected to explant and replace the ICD. There were no patient consequences post procedure.

Event description:
It was reported that premature battery depletion was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences.

Manufacturer narrative:
Reported event of premature battery depletion was confirmed. The device voltage was at elective replacement (eri) level upon receipt. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion.